Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).

Event description:
Surgeon reported an unexpected postop refraction following intraocular lens (iol) implant procedure. Additional info has been requested.